Manufacturer narrative:
No device return expected due to this being a legal case. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that via a legal notification, that a patient, who was initially implanted with optetrak devices at the hospital for special surgery on (B)(6) 2016, underwent a partial knee revision surgery, and a new optetrak logic psc tibial insert was implanted approximately 2 years 5 months post the initial implant procedure. Upon information and belief, plaintiff required revision surgery for issues including but not limited to polyethylene wear, bone loss, osteolysis, instability and/or component loosening.

Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information.

Event description:
Duplicate report information. This event was reported under 1038671-2020-00401.